Event description:
Patient reported on two occasions infusion set tubing separating from the luer lock connection. The first occasion she smelled insulin and discovered the separation. Patient changed the infusion set to address the issue. The second occasion, she experienced elevated blood glucose of 478 mg/dl. Patient changed the infusion set and administered a bolus and insulin injection to address the issue. She reported having a headache, feeling nauseated, and frequent urination. No medical assistance was reported. Product was requested to be returned for evaluation.

Manufacturer narrative:
Issue described to agency in recall.